Event description:
It was reported that during testing the pump had a missing battery stabilizer and in status screen, latch and lock sensor did not function correctly. There were no patient involvement and patient harm.

Manufacturer narrative:
One device was returned for analysis. Review of service history found previous repair for latch/lock. Review of event log found no relevant history. Visual and functional testing was performed. Complaint of latch/lock sensor was confirmed through latch/lock test and visual inspection. Probable cause was defective latch/lock sensor. Device passed testing post repair.